Event description:
The customer alleged they received a questionable thyrotropin (tsh) result for one patient on their e-module. It was unknown when this event occurred. The patient's initial tsh result was 24.49 uiu/ml. The sample was repeated using the fujirebio reagent on an unknown analyzer. The repeat result was 14 uiu/ml. It was unknown if either result was reported outside the laboratory. The patient was at the hospital for a follow up and received no medical treatment. It was unknown if there were any adverse events. The tsh reagent lot number and expiration date were not provided.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
A root cause could not be determined with the information provided. The patient's sample was not available for further investigation.